Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was put on a water pill that helped with blood pressure but the patients heart rate is up and continuing to go up. It was also stated that the device battery was getting "low" and the patient wondered if that could be the cause of the heart rate. The device remains in use. No patient complications were reported as a result of this event.